Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly. The guide wire remained in the vessel, the needles were deployed and the suture broke inside the proglide device. The physician was aware that the guide wire was to be removed prior to needle deployment; however, he did not want to lose vessel access and decided to try and deploy the suture with the guide wire remaining. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.